Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump notified the customer to load a cartridge after having loaded a cartridge. Reportedly the customer was able to successfully complete the load process with the same cartridge. Customer's blood glucose level was 228 mg/dl.